Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer's daughter states that the customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 207mg/dl and 97mg/dl. Reviewed meter memory: (B)(6). The customer is concerned about the results that she as received today (B)(6) 2015 63 mg/dl (trueresult) and 203 mg/dl (accuchek). The customer is unable to see the date on the meter memory. No adverse event reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer's daughter states that the customer feels physically fine and denies the need for medical attention. The customer's expected blood results are 100-125mg/dl fasting. Verified test strips expire 08/15/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 207mg/dl and 97mg/dl. Reviewed meter memory: (B)(6). The customer is concerned about the results that she as received today (B)(6) 2015 63 mg/dl (trueresult) and 203 mg/dl (accuchek). The customer is unable to see the date on the meter memory. No adverse event reported.